Event description:
On (B)(6) 2015, patient was implanted with the lp filter at (B)(6) hospital. On (B)(6) 2016, percutaneous removal of the lp filter which had allegedly migrated to the heart was performed at (B)(6) medical center. Removal of residual thrombus in the right atrium was attempted during the procedure, however, a portion of the thrombus was unable to be removed. On (B)(6) 2016, patient passed away as a result of metastatic lung cancer.